Event description:
According to the report, the involved surgeon had 2 cases where the patients presented with an abdominal infection (bacteriodes fragilis). The involved surgeon used bioglue in one of the cases. Due to bioglue being used in only one of the cases, the correlation between the infection and bioglue is unclear.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in a follow up report.